Manufacturer narrative:
The customer's complaint history was reviewed for the period of one yr; this is one of two complaints reported for this issue. As the customer did not retain the finished goods lot number, the device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause is unk. (B)(4).

Event description:
A hospital rep reported that during surgery, the system displayed a message and then locked. They exchanged the system and completed the surgery. There was no pt harm.